Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that while creating the flap on a patient's left eye, the eye rolled. The flap looked irregular, and the surgeon elected not to attempt to lift the flap. The patient returned five days later and a deeper flap was cut at 120 microns. At that time some irregularity was noticed in the corneal bed, and the surgeon remarked that she "still got a bit of a silver indicating some overlay between two layers". The flap was lifted and the excimer treatment was delivered.